Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge reload present. The reload was received partially fired 1/3 and with the pan detached on one side. Upon further inspection, it was noted that the one piece sled was damaged. It is possible that the device was attempted to fire on ticker tissue than indicated. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached on what caused the pan to dislodge, it should be noted that a 100% inspections takes place to ensure during manufacturing the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hepatectomy, the cartridge slid to the tip of the jaws at the 2nd stroke of the 1st firing when it was used on the hepatic vein. The device was released with the manual knife reverse switch. Reinforcement material was not used. Additional suture were performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.